Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, increased counts to the sensing integrity counter (sic) and oversensing. The rv lead was explanted and replaced. During the explant procedure it was suspected that the right atrial (ra) lead became damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.